Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that patient felt a pop while walking and the operative hip began squeaking. Upon entering the joint, the surgeon discovered periarticular metallosis via a black, milky fluid. There was a black substance and burnishing inside the metal head trunnion. Doi: unknown dor: (B)(6) 2021 left hip.